Event description:
Customer stated that the insulin pump is making a constant alarm and no buttons are not responding. The time does not change. The display is frozen. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. The time advanced during testing. The insulin pump had a bleeding lcd glass.